Event description:
Corail pinnacle first implantation 2009 corail is lose ultamet insert métallose doi: (B)(6) 2009. Dor: (B)(6) 2022. Right side.

Manufacturer narrative:
Product complaint # (B)(4). This medwatch report was initially submitted on (B)(6) 2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket csh-28330 for additional details. Investigation summary the device associated with this complaint was not returned for examination. The photo investigation found nothing indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.